Event description:
This rv lead was implanted on (B)(6) 2006 and was capped and replaced on (B)(6) 2013 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) center in (B)(6) nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).